Event description:
Wife reports pt had a seizure at 11:30 pm, after eating, exercising and taking insulin as normal during day. Emt called and pt given d50 by emt to stabilize blood sugar. Pt stayed at hospital until next morning while blood sugar was being monitored. After event pt was given a prescription of dilantin for seizures.

Manufacturer narrative:
Standard disclaimer on file.